Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
This was reported as an arteriotomy closure of the calcified left common femoral artery with a prostyle device after an unspecified procedure. Reportedly, the device became stuck in the patient anatomy. The lever was opened and closed a few times, and the device handle was split in half to try and close the foot manually; however, the device remained stuck. While attempting to remove the device, fluoroscopy showed the footplate moving when the lever was opened and closed; it is believed that the suture was caught on something, keeping the device from being removed. A cutdown was performed, during which, the suture was cut and the device was easily removed from the patient anatomy. Hemostasis was achieved via the cutdown. A 20 minute delay was reported; however, there was no adverse patient sequela and the patient went home the same day. No additional information was provided.

Manufacturer narrative:
Analysis was performed on the returned device. The reported difficulty to open/close the foot was not confirmed due to the condition of the device. The reported device entrapment could not be confirmed as the exact conditions encountered by the device during the procedure could not be replicated in the test environment. Production records and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation determined the reported difficulties and subsequent treatment appear to be related to circumstances of the procedure. The difficulty to retract the foot was likely caused by tissue, calcification, suture caught in the foot. Device manipulation with the foot deployed in the anatomy likely caused the footplate displacement. Failure to retract the foot would prevent the foot from closing, leading to the device's entrapment. The observed bend in the handle likely occurred due to the splitting of the device in an attempt to close the foot manually. The observed suture separation likely occurred during cut-down to remove the device. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. Additional information: d4 - model # added. Corrections: d1 - brand name updated. D2a - common device name updated. D3 - name updated d3 - address, city, postal code updated